Manufacturer narrative:
Device evaluation: the device has not been received for evaluation/investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation in completed. Eval method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.

Event description:
The rotator breaks when injecting contrast. This happened with seven (7) units. No harm or injury was reported. This is one of seven reports for this event. 1721504-2010-00242, 1721504-2010-00243, 1721504-2010-00244, 1721504-2010-00246, 1721504-2010-00247, 1721504-2010-00248.